Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The nonconformance was insulation damage to the main tube. The main tube insulation exhibited damage along the distal end. The insulation was found with several deep scratches and gouge marks within the area. The marks were short in length and not axially aligned with the tube. The main tube also exhibited damaged sections with tube insulation removed. Material was missing. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing a bowel grasper instrument, the coating on the shaft of the instrument was peeling. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.